Event description:
Customer reported small venous leg ulcer covered with foam dressing material and secured in place with tegaderm 1626. Reported dressing was removed at md office on (B)(6) 2014 and stated she had pain, redness, stinging, irritation and bleeding in some locations. Reported reaction occurred where film touched the skin, with no reaction under foam. Reported positive skin culture, unknown organism and was treated with rx for bactrim. Reported venous leg ulcer is healed and skin reaction is dramatically improved with only some redness remaining.

Manufacturer narrative:
Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.